Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a primary set with a pinpoint hole in the pump segment of the tubing was found while in use on a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a pin hole ¿tear¿ in the pump segment was confirmed. Visual inspection of the set observed that the silicone segment had a 0.0287 inch tear near the upper fitment. Visual examination under magnification observed no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear was not determined.